Manufacturer narrative:
(B)(4). A manufacturing record evaluation was performed for the finished device ml5463 number, and no non-conformance's were identified. Investigation summary: it was received for analysis an empty opened box and unopened samples of product code z464, lot ml5463. During the visual inspection of the samples, no defects were found on the packages. The samples were opened, and the swage and attachment area were noted to be as expected. No needles breakage was observed. The sutures were dispensed without problems and examined along of the strand and no defects were observed. Also, the samples were tested by resistance test to needle and met the requirements. The manufacturing records were reviewed, and the manufacturing/packaging criteria were met prior to the release of this batch. Per the conditions of the samples received, no breakage needle were found.

Event description:
It was reported that the patient underwent an unknown procedure on an unknown date and suture was used. Needle broke during suturing, two knots were already made and when performing third knot, needle broke when touched with needle holder. There were no adverse patient consequences reported.

Manufacturer narrative:
(B)(4). H3 device evaluation summary: the actual device component was identified as product code z464h and received for evaluation. A fracture was observed at the suture attachment of the needle. One side of the needle was received, the mating fracture surface was not provided for this evaluation. A scanning electron microscope (sem) was used to examine the fracture surfaces and surrounding area of the needle. The fracture surfaces were examined in multiple locations in order to determine the fracture mode. The evaluation of pc-000465345 revealed the fracture was composed of microvoid coalescence, which is evidence of a ductile overload failure. Mechanical damage observed coincidental to the fracture provides additional evidence that the failure was induced by mechanical deformation leading to ductile overload. This was a ductile fracture. The manufacturing records were reviewed, and the manufacturing/packaging criteria were met prior to the release of this batch. The evidence of this examination indicates that the breakage occurred at the attachment area of the needle during use due to tensile overload. There is no evidence of any material flaw or defect that would cause premature failure. In order to avoid this kind of damage grasp the needle in an area one-third (1/3) to one-half (1/2) of the distance from the attachment end to the point.